Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: device code - unknown; expiration date - unknown; date implanted - unknown; PMA/510(k) number / manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. During the revision, the strike plate of the inserter became stiff and would not engage the proximal body. This inserter was used to complete the procedure. No further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.